Event description:
In a literature review, the source literature reported three events related to kyphoplasty: case #1: the patient required repeat treatment of the same vertebral level.

Event description:
In a literature review, the source literature reported three events related to kyphoplasty: case #3: a rupture of a balloon through the lateral wall occurred in a patient with osteoporosis, it was addressed immediately by the placement of polymethylmethacrylate in essence recreating the lateral wall. No additional treatment was required, and this was believed to be clinically asymptomatic. The source literature did not include any device specifics.

Manufacturer narrative:
Report source: "predictors of successful palliation of compression fractures with vertebral augmentation: single-center experience of 525 cases" bu ruchira m. Jha, md, albert j. Yoo, md, ariel e. Hirsch, md, marion growney, msn, acnp, and joshua a. Hirsch, md. Device not returned, internal review of literature, follow up with author.

Event description:
In a literature review, the source literature reported three events related to kyphoplasty: case #2: a cement pulmonary embolus occurred in a patient with osteoporosis. No complications were noted at the time of the procedure, but it was documented by the patient's primary physician 2 months after the procedure. The method of discovery was not commented on. The patient was prescribed warfarin and follow-up was uneventful. Additional information obtained from the author reported that during the procedure, multiple levels were treated in a single session (with kyphoplasty and vertebroplasty) and that the patient was asymptomatic.

Manufacturer narrative:
Report source: "predictors of successful palliation of compression fractures with vertebral augmentation: single-center experience of 525 cases" bu ruchira m. Jha, md, albert j. Yoo, md, ariel e. Hirsch, md, marion growney, msn, acnp, and joshua a. Hirsch, md. Device not returned, internal review of literature, follow up with author.

Manufacturer narrative:
Report source: "predictors of successful palliation of compression fractures with vertebral augmentation: single-center experience of 525 cases" bu ruchira m. Jha, md, albert j. Yoo, md, ariel e. Hirsch, md, marion growney, msn, acnp, and joshua a. Hirsch, md. Device not returned, internal review of literature, follow up with author.